Event description:
Additional information was provided that noise was observed on the shock channel only, and was unable to be reproduced. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this transvenous defibrillation lead exhibited low right ventricular (rv) impedances and rv noise, which could not be reproduced. The noise resulted in less than 2 seconds of pacing inhibition at that time. Noise was again observed on the rv channel, which was oversensed and resulted in greater than 2 second pauses in pacing for this patient as well as inappropriate shocks. A revision procedure was therefore performed. During the procedure, it was noted that the source of the noise could not be determined. The patient's device was explanted, and an additional pace/sense lead was implanted in the patient's right ventricle.